Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician replaced flag plunger, front cover, rear case, left/right handle, left/right iui(inter-unit-interface), left iui seal and latch spring. Based on the findings, service determined that the reported issue was due to broken flag plunger. Device history record a review of the device history record showed the device had a manufacture date of 20jun2004. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for sn: (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the sn: (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported by the customer that the device had a broken plunger. There was no patient involvement.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported by the customer that the device had a broken plunger. There was no patient involvement.